Manufacturer narrative:
Clarification to d.9. Returned to mfg on: the device has not been returned. Photo evaluation: visual analysis of the photographs identified: ¿ anxiety - product/procedure: unable to observe since it is a medical event and is not related to the device. ¿ capsular contracture: unable to observe since it is a medical event and is not related to the device. ¿ deformation is observed. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Device has been explanted.

Event description:
Patient reported left side capsular contracture baker grade IV.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown.

Event description:
Patient reported left side capsular contracture baker grade unknown and mention of "recall". The device remains implanted.